Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. A correct doi was given and this complaint is for the right knee. After review of the medical records it was determined the patient was implanted with a lps segmental component after recurrent infections. The patient experienced a popping sensation on (B)(6) 2013. According to the revision operative note it indicated there was a broken construct. After reviewing the x-rays and medical records we were unable to tell which part of the construct broke. Until a more qualified person can review the x-rays we will leave the complaint as an unknown lps component. There is no new additional information that would affect the existing MDR decision.

Event description:
Legal claim alleges that the patient was revised because of a fractured component.

Manufacturer narrative:
Review of the device history records did not reveal any anomalies. Review of supplied medical records confirm the reported device fracture. With the information provided, it is not possible to determine that the complaint is entirely product related, but rather a combination of potential product issues, significant bone loss and soft tissue issues. A health hazard evaluation was previously conducted and resulted in a voluntary recall in july of 2013 for all lots of the lps lower extremity dovetail intercalary component. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.